Event description:
It was reported that revision surgery was performed following to remove an acetabular cup. A previous revision had been performed approximately 1 week earlier to remove the femoral head due to a fractured neck of femur, however, at the time of the first revision the surgeon did not have available the appropriate tools to remove the acetabular cup. Both devices were originally implanted in 1998.

Manufacturer narrative:
Please note MDR# 3005477969-2010-00199 is related to this case as the first revision surgery.